Event description:
Abbott point of care was contacted by a customer who stated that a patient received five units of packed red blood cells over a period of three days following a cardiac catheterization procedure. The patient was administered a total of 10,000 units of heparin during the procedure. The patient's highest act result using I-stat act kaolin cartridge was 192 seconds which was lower than expected by the clinician and below their target range of 200-225 seconds. This patient was also treated with a gpiia-iiib inhibitor, eptifibatide (integrilin).

Manufacturer narrative:
Add'l lot# r06245.